Event description:
It was reported that the devices were used during an unk procedure. It was reported by the rep that the clips did not close properly. The devices were left on the contact person's desk without any info. The contact person said there was no consequence to the pt.